Event description:
A 3-0 monocryl needle broke off the suture during a robotic retropubic radical prostatectomy. The needle could not be located during an extensive search, including the urethra and outside of the levator in muscles, suggesting the needle was inside the levator. Kidney, ureter, bladder (kub) confirmed the location of the needle in this area. Intra-operatively, the surgeon deferred (d/w) to two other urologists. Consensus was to leave the needle in due to the increased risk of complications of attempting to retrieve the needle either robotically or converting to an open procedure.